Event description:
The customer reported that during a powersurge, the system went down and would not reboot. No pt injury was reported.

Manufacturer narrative:
The ge service found a blown surge suppressor. He replaced surge suppressor and tested system. System operating as intended.